Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with dyspnoea, palpitations, dizziness and chest pain. It was noted the right ventricular (rv) lead exhibited a high v-v interval sensing integrity counter (sic) count. The rv lead remains use. No further patient complications have been reported as a result of this event.